Event description:
Allegedly, patient revised due to pain, difficulty walking, sitting, standing, bending; discolored synovium; popping, grinding; elevated cobalt and & chromium levels; revision.

Manufacturer narrative:
This is the same event as 3010536692-2015-00540.